Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 435135 serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead product ID 435135 serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported a loss of therapy. The consumer indicated she was having trouble getting her insurance to approve a basic revision of her device. The reason for the revision was because she had had it long enough that maybe her body had gotten used to where the probes were placed. Her doctor wanted to turn her current device off, place a temporary one with new locations, and see how it helped. If it helped, then he would like to replace the electrodes and remove the device. The consumer explained that the device helps only minimally. It stopped helping her symptoms earlier in the year. She did multiple hospitalizations and ER visits and all of which were in regards to gastroparesis. Her insurance also gave her an excuse that her weight does not prove that she has malabsorption and nutritional issues. Indication for use included gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.